Manufacturer narrative:
Additional review of the event shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: transmitter blinked when attached to the sensor and began communicating. So, the event submitted under regulatory report number 2032227-2025-274938 is not reportable.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and transmitter due to pump being off. The customer reported no adverse event. The event involved product(s) mmt-342g, mmt-441ag, mmt-7040a, mmt-1884 and mmt-7841zn. Troubleshooting was partially performed and transmitter serial number was not in the manage devices screen. Assisted the customer with pairing the transmitter. Transmitter blinked when attached to the sensor. The transmitter did not communicate as it was not wirelessly connected to the pump. Found battery removed from pump for extended period of time and caused pump to shut down and explained this is expected behavior. No harm requiring medical intervention was reported. No product return is required for mmt-342g, mmt-441ag, mmt-7040a, mmt-1884 and mmt-7841zn.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.